Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient has been unable to connect to their ipg and is unable to disable MRI mode. Troubleshooting may be pending to address this issue.

Manufacturer narrative:
This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received.